Event description:
It was reported that the alert for the right ventricular (rv) lead had triggered for high pacing impedance. There was also an apparent fracture, noise (non-sustained episodes) seen on the lead. The lead was capped and replaced. It was also noted that the implantable cardioverter defibrillator (ICD) did not trigger an alert of the device nearing recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694958 implantable tachy lead, implanted: (B)(6) 2005, explanted: (B)(6) 2013. (B)(4).